Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to corroded keypad traces. There was no moisture damage inside the pump. They were unable to verify the battery out limit due to the no button response. There was no moving screen on its own, ramping numbers on their own or scrolling bar moving anomaly. The pump had scratched lcd window, cracked case near display window corners, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 399 mg/dl at the time of incident. The customer's mother stated that the pump was in the pool and now the buttons will not work. The pump alarmed button error and battery out limit. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.